Event description:
During verification testing at the svc center, the device did not sound an alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device did not sound an audible alarm tone during an alarm condition. This was due to corrosion on the middle printed circuit board. The cause of the corrosion was spillage from use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.